Manufacturer narrative:
(B)(4) .

Event description:
Revision of total left knee replacement on sepsis and loosening. Fracture / loosening of the femoral bolt screw. Consequence on the patient: pain +++, no debris, displacement of the femur. Doi: (B)(6) 2019, dor: unknown, left knee.